Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) // chocolate ii agar was contaminated with bacterial growth before use. There was no report of adverse user or patient impact. The following information was provided by the initial reporter, translated from (B)(6): "this is a report about contamination of the media. According to the customer's report, bacterial growth was found in the media before usage."

Event description:
It was reported that the bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) // chocolate ii agar was contaminated with bacterial growth before use. There was no report of adverse user or patient impact. The following information was provided by the initial reporter, translated from japanese: "this is a report about contamination of the media. According to the customer's report, bacterial growth was found in the media before usage."

Manufacturer narrative:
Investigation summary the defect was not confirmed because there is no picture and returned sample. Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident.